Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 220, 179, 167 and 151 mg/dl. Customer also stated the true metrix meter results were higher than results obtained using another device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result is below 100 mg/dl and expected pm fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated he had contacted his doctor due to the high blood glucose test results obtained. The doctor had performed an a1c test and advised customer to change his diet and exercise. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/25/2024 and test strips were opened four days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 19-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.